Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated sodium result obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed the instrument files and determined that the customer replaced the integrated multisensor technology (imt) sensor, standard a, standard b and v-lyte diluent. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. Siemens remotely: ran a check 1 on the imt module and probe, resulting acceptably; flushed bleach and hot water through sample and vent ports; ran auto-alignment and repeated check 1 on the imt module, resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced imt mixer twice, probe tubing, imt probe twice, imt module, and v-lyte sensor ; performed power flush; ran check 1, dilution check and quality controls multiple times, resulting acceptably; ran calibration and 36 serum conditioning samples, resulting acceptably; repaired fluidics connector at the imt manifold; performed auto alignment, resulting acceptably; the cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The customer also alleged that negative anion gaps due to discordant, falsely low sodium results were obtained on patient samples, but did not provide the patient results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.